Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "after the first sterile peel was open, it was noticed that the second paper seal is open. After the implant was removed from the second sterile package, the hard plastic container has also a broken area about several mm wide. The implant was used as it was the only one available and the outer sterile packaging was good."